Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with t12 vertebral compression fracture and underwent unspecified procedure. During the procedure,the balloon was ruptured. The product came in contact with the patient. No patient complications occurred as a result of the event.